Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and post lumbar laminectomy syndrome. The patient was travelling and forgot her recharger. The patient returned from vacation on (B)(6) 2016 and recharged her implantable neurostimulator and turned the implantable neurostimulator back on and then that evening, she had a return of pain. The patient had pain that goes up and down, but it was where she couldn't walk sometimes. The patient felt the stimulation once the implantable neurostimulator was turned on, but it wasn't helping with the pain and the pain wasn't resolved. She had a return of pain where she was hurting really bad and had a sharp pain on the lower back and on the left hip. The patient wondered if she needed to be reprogrammed or if the settings were lost after the implant was off. It was reviewed that the settings are retained when the implantable neurostimulator is in a discharged state. (Information regarding a discharged state captured in separate event.) The patient was redirected to her health care provider for her symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.